Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed and replaced due to elective replacement indicator (eri). The longevity of the ICD was less than expected. It was further reported that the myocardial lead was unable to capture, even at maximum pacing output. The lead has been capped and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2005; 284469 competitor implantable pacing lead (B)(6) 2005. (B)(4).